Event description:
The dealer states that later on in the day the display says missing info, nxc int fc and is happening almost everyday. The dealer states the customer turns the joystick off and then back on and it works fine for a little bit.